Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on information reviewed and without the device to analyze, a definitive cause for the reported clip open while locked in this incident could not be determined. This event was further reviewed by an abbott vascular medical affairs manager. The reviewer concluded that the fluoroscopy and echocardiogram still images that were provided are consistent with the description of the event. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip remains in the patient and the delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opened while locked. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and anterior prolapse. The clip delivery system (cds) was advanced to the mitral valve; and the clip was deployed, reducing mr. After the gripper line was removed, the clip re-opened to 45 degrees. The clip remains stable on both leaflets and no additional clips were deployed. One clip was implanted, reducing mr to 2-3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.